Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 481 mg/dl. The customer stated they using the auto mode feature at the time of incident. Customer stated they received insulin flow block alarm. The customer stated they performed displacement test and self test and both test was passed. Customer was assisted with possible causes of high blood glucose. The insulin pump will not be returned for analysis.